Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an ablation and replacement procedure due to therapy upgrade. During the procedure the therapy was turned off, the patient underwent into a ventricular tachycardia (vt), the physician turned on the therapy and an appropriate anti-tachycardia pacing (atp) was provided, however, the rhythm was accelerated, as it involved into a ventricular fibrillation (vf). Subsequently, a shock was delivered, and a fault code related to high shock lead impedances appeared. According to the event, this fault code occurred because the device was already outside of the pocket, the physician repositioned the device in the moment and the shock delivered was successful. No adverse patient effects were reported. At this time, this ICD has not been returned to boston scientific for further analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an ablation and replacement procedure due to therapy upgrade. During the procedure the therapy was turned off, the patient underwent into a ventricular tachycardia (vt), the physician turned on the therapy and an appropriate anti-tachycardia pacing (atp) was provided, however, the rhythm was accelerated, as it involved into a ventricular fibrillation (vf). Subsequently, a shock was delivered, and a fault code related to high shock lead impedances appeared. According to the event, this fault code occurred because the device was already outside of the pocket, the physician repositioned the device in the moment, and the shock delivered was successful. No adverse patient effects were reported. At this time, this ICD was already returned to boston scientific.

Manufacturer narrative:
The returned ICD was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. At this time, no further information is available. Should additional information become available this report will be updated.